Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 188, 214 and 186mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen; customer was advised on proper storage recommended by the manufacturer. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 :135mg/dl date: (B)(6) 2018 time:02:07am fasting. Result 2 :188mg/dl date: (B)(6) 2018 time:02:04am fasting. Result 3 :118mg/dl date: (B)(6) 2018 time:2:22am fasting. Result 4 :214mg/dl date: (B)(6) 2018 time:5:28am fasting. Result 5 :186mg/dl date: (B)(6) 2018 time:02:09am fasting.